Event description:
Additional information received reported that one of the wires came loose. Physician reconnected the wire. Shortly after, the wire came loose again. It was confirmed that the implanted device was removed, and new one was installed in the other hip.

Event description:
It was reported that the lead had fractured. A revision was conducted and the neurostimulator was replaced.

Manufacturer narrative:
Concomitant medical products. Extension model 3095-10 serial# (B)(4) implanted (B)(6) 2005 explanted (B)(6) 2008; lead model 3093-28 lot# v000296 implanted (B)(6) 2005 explanted (B)(6) 2008; programmer model 3031a serial# (B)(4).